Manufacturer narrative:
Additional information was added to b5, b6 and h10. B5: upon follow up, it was reported that the patient's catheter was removed and patient was shifted to hemodialysis therapy. At the time of this report, the patient was recovered from the event and antibiotic treatment was ongoing. The patient was re-trained for aseptic technique and was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy effluent and abdominal pain. The breach in aseptic technique was further described as the patient made a mistake. The patient was hospitalized due to abdominal pain and cloudy effluent and was treated with vancomycin injection (500mg, daily, intraperitoneal, ongoing, duration was not reported) and amikacin injcetion (250mg, daily, intraperitoneal, ongoing, duration was not reported) for peritonitis. Pd therapy was ongoing. At the time of this report, the patient was recovering from the event. It was reported that re-training for aseptic technique was not performed because the patient was in the intensive care unit. No additional information is available.